Event description:
After this device was placed in the patient pocket stimulation was seen. Therefore, the device was not implanted.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending. October 22, 2009

Event description:
After this device was placed in the patient pocket, stimulation was seen. Therefore, the device was not implanted.